Event description:
Our affiliate is reporting that in 2006, a procedure was performed with a microfix quickanchor. Five months after implantation, it was discovered that the anchor had pulled out of the bone. A revision procedure was performed in 2007. The surgeon completed the repair successfully with another same-like device.

Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 350 devices that were released to distribution. Therefore, we cannot determine what may have caused the user to experience the reported event. One hypothesis is that the anchor was not completely inserted during the initial procedure or the pt had boor bone quality, causing the anchor to pull out in the post-operative timeframe. This is warned against in the IFU. There have been no other reports of this nature for this product code. A report is being filed to document this event. Based on complaint rate and customer impact, we believe this to be an anomaly. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root-cause analysis. If the analysis identifies any definitive root cause, an add'l follow-up report will be field.